Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Product is not expected for return.

Event description:
It was reported the patient was hospitalized due to hyperglycemia while using the infusion device. The patient did not know how to nor was she calculating and programming insulin amounts for correction doses. The patient stated she was not giving herself the correct amount of insulin. The blood sugar level was "over 600 mg/dl" when she went to the hospital on (B)(6) 2015. It was not provided which device was used for this result. At the hospital, the patient was treated with insulin injections every 2 hours based on blood glucose results and hydration was provided from an IV drip. The patient was released from the hospital on (B)(6) 2015. There was no allegation that the infusion device had malfunctioned. The infusion device is not expected to be returned for product evaluation.